Manufacturer narrative:
There was the report that the entire system was explanted and not replaced on (B)(6)2017. Updated explant date to (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported that the disposition of the device was unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported electrical shocks. Interventions included a system explant where the entire system was not replaced on (B)(6)2017. The patient reported worsening of electrical shock on (B)(6)2016 and the event was reported to be related to the device or therapy. There was a report of electrical shocks in the patient's arms, legs, and torso. The event was resolved without sequelae on (B)(6)2017. Relevant medical history includes spinal pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the cause of the electrical shocks remains unknown.

Manufacturer narrative:
Other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt a shocking sensation. The patient reported that "last month" they felt a shocking in arms, legs, and torso. The patient also felt pain in the back where the paddle is. The patient reported that when the ins was off the shocking sensation was not felt. The shocking is reportedly intermittent. The patient reported that there was no change that caused the shocking. The steps that were taken to resolve the shocking and pain were that they had an x-ray done and the device was turned on. The shocking sensation weren't resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.